Event description:
It was reported that the sieve bed cap on an irc5po2v concentrator have a cracked. Per independent repair center statement, the unit was displaying a yellow o2 light. The key failure was the sieve bed cap, for the sieve beds, was cracked.